Manufacturer narrative:
The device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to a faulty igniter.

Event description:
A user facility reported to olympus that, when preparing for a procedure, they could not turn the device lamp on; the spare lamp was illuminated and there was an error "e103." The reported problem occurred prior to the start of a procedure. The intended procedure was completed. The device was not used to complete the procedure. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation, however, a conclusive root cause was not identified.